Event description:
Information was received indicating that the display of a smiths medical medfusion pump sits and flashes. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
H2: additional information: see d10. H3: one medfusion pump was received with the top case cracked in the front and down the tubing guides. The battery was also missing. The event history log could not be reviewed because the pump would not power on. The startup test was conducted and the reported issue was able to be confirmed. The pump would flicker then turn off. It was noticed that the supercap was not soldered properly onto the main board and the board had contamination. The user did not properly solder the super cap on the main board when attempting to repair the pump. The main board was replaced to resolve the issue.